Event description:
It was reported that the pump exhibited primary audible alarms. The event occurred during infusion. There was patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a interconnect printed wire assembly (pwa). The interconnect printed wire assembly (pwa) was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.